Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/27/2020. Corrected: a manufacturing record evaluation was performed for the finished device lot pkbbzpr0, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Information was received that this event is now for jv586, lot pkbbzpr0 and not jv452, lot ll8csrq0 as initially reported. A photo of an open box for jv452, lot ll8csrq0 was initially received for this complaint. Please confirm that the photo of the open box for jv452, lot ll8csrq0 is no longer related to this complaint. Is that correct? Was that photo sent in error? Is there any complaint for a device from jv452, lot ll8csrq0? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any alleged deficiency noted with the suture during the surgery? Please explain. No further information available, all the information available have been provided in the initial description. A manufacturing record evaluation was performed for the finished device lot ll8csrq0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent an ovariectomy in (B)(6) 2020 and suture was used. Approximately 5 to 6 days after the surgery, the suture was found broken along the length of the thread. The knots were intact. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/28/2020. Corrected information: d3, g1, g2. Additional h-3 summary: one photo was provided for analysis. Upon visual inspection of the picture, one open box of product code jv452, lot ll8csrq0could be observed. As no suture were noted; no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/17/2020 corrected b3 investigation summary: no pictures of product code jv586, lot pkbbzpr0 were provided for analysis; therefore, no conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/03/2020. Additional information was requested, and the following was obtained: please confirm that the photo of the open box for jv452, lot ll8csrq0 is no longer related to this complaint. Is that correct? - yes. Was that photo sent in error? - yes. Is there any complaint for a device from jv452, lot ll8csrq0? - no, there is not complaint for a device from jv452, lot ll8csrq0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.